Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon functional testing, fse found host pc failure. The fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order.

Event description:
It has been reported to philips that system did not start. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.